Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine and prismaflex st150 set, the machine generated a "system failure" alarm. The set was replaced two (2) times during treatment and the extracorporeal blood was not returned to the patient either time. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available or evaluated on site. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The event history log files review confirmed that the machine alarmed during treatment. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.